Manufacturer narrative:
Investigation results: the reported defect could not be refuted nor confirmed in the absence of a sample. The root cause cannot be determined for an unconfirmed defect. A complaint history (chr) review could not be performed as no batch/lot number was made available for this reported event. A device history record (DHR) review could not be performed as no batch/lot number was made available for this reported event. Risk management documentation was reviewed and there are proper controls in place to detect product malfunctions.

Event description:
No additional information.

Event description:
It was reported that bd connecta plus3 blue leaked. The patient underwent a bronchoscopy under general anesthesia. After being transferred to the recovery room, the nurse administered 500 ml of sodium lactate ringer's solution via an IV line and connected a three-way stopcock. Subsequently, medication leakage was observed at the stopcock connection point. After replacing the stopcock, the leakage did not recur.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.